Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "power on error e315" was not confirmed. Based on the results of the investigation, it is likely damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. However, as the reported malfunction was not reproduced, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the flex video scope experienced an error e315 issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.